Manufacturer narrative:
For the investigation the logfiles were analysed. The failure "poti unplugged" could be confirmed. In case of this failure the device generates optical and acoustical alarm and stops ventilation. According to IFU the device has to be operated under constant supervision of a trained user. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as also described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers and returned to the customer. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator stopped cycling and error message "inop" , "tf 04.0026 poti: vt unplugged" and "!!! Device failure" were displayed on the ventilator screen. No patient injury resulted.